Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine device check. Review of the electrograms confirmed that the right ventricular lead exhibited noise which resulted in pacing inhibition. The device was reprogrammed. The patient was doing fine and was being monitored via merlin remote monitoring.